Event description:
It was reported that the pump battery was unresponsive and the customer was unable to turn the pump on. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.